Event description:
It was reported that during the last follow up visit, the device longevity estimate was 5-7 months and the device charge time was at 18.5 seconds. A device replacement was scheduled due to the long charge time. Two weeks later, the patient went to the emergency room after hearing the device alert. The device was interrogated and found to be at end of life (eol). The patient was admitted to hospital, and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product analysis cannot be completed at this time due to possible litigation.